Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory. The returned pt sample was tested against the e+ cells of vra121. No reactivity was observed with either cell 3 or cell 6.